Event description:
Additional information was received wherein the lead was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005354. Common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005323.

Manufacturer narrative:
Weight added the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy due to auto reducing on one lead due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include:common device name: lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005354.